Event description:
The customer reported that during machine priming on a spectra optia device, the machine displayed the error message "return air detector, test to verify liquid present in the return line failed". The customer stated that they were able to reload a new disposable set and continue the procedure. Upon review of the information by terumo bct it was noted that the incident date of the event was reported as 03/01/2024 and the set expired 07/01/2023. There was not a transfusion recipient or patient involved at the time of the event, therefore no patient information is reasonably known. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no use of an expired set. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during machine priming on a spectra optia device, the machine displayed the error message "return air detector, test to verify liquid present in the return line failed". The customer stated that they were able to reload a new disposable set and continue the procedure. Upon review of the information by terumo bct it was noted that the incident date of the event was reported as 03/01/2024 and the set expired 07/01/2023. There was not a transfusion recipient or patient involved at the time of the event, therefore no patient information is reasonably known. Terumo bct is awaiting return of the disposable set for evaluation.